Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on the charged coupled device, the monitor screen was black with no image. Due to damage on charged coupled device, there was an e216, scope communication error. Additional findings, adhesive on bending section cover had a chip and bending section deformation. Adhesiveconnection was broken, connector was broken, bending section deformation, broken adhesive connection, and bending section deformation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during inspection for a therapeutic procedure, the endoeye flex deflectable videoscope had scope communication error e216, and noisy image was noted. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported noisy image loss upon and scope communication error 216 issues could not be determined, however, the issues were likely the result of damage to the charged-coupled device unit including disconnection or a component malfunction on the circuit board due to repetitive use stress and or user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment inspection of endoscopic images "check if normal light observation images and nbi observation images are displayed normally". ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.